Manufacturer narrative:
Concomitant product: 419688 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient received multiple inappropriate shocks as a result of t-wave oversensing that led to double counting. The ventricular sensitivity value of the patient's cardiac resynchronization therapy defibrillator (crt-d) was adjusted and the crt-d remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.